Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of the device. It is further alleged that additional diagnostic workup revealed presence of markedly increased levels of metal ions in the patient's blood and/or urine. The patient was revised on (B)(6), 2014.